Event description:
It was reported that during a procedure, the surgeon was back slapping with the slide/fixed hammer the handle broke off. Pieces were retrieved. When the handle came off, the hammer also damaged the standard insertion handle. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Visual examination revealed hammer blows on both devices. This is a clear indication that prior to the handle coming off the hammer inappropriate high forces were applied onto these devices. It is likely these blows contributed to the loosening of the handle.